Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device manufacturer date for the reported sensor is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre sensor, "started shocking" them. There was no report of death, serious injury, or mistreatment associated with this event.